Event description:
When changing intermittent IV tubing, the distal portion of the tubing broke off into the port. Tubing was not stuck and did not need jostling; it was simply unscrewed and broke off. Both parts of tubing saved and given to clinician.